Event description:
It was reported that the patient was admitted on (B)(6) 2022 for a coagulase-negative staphylococci endocarditis. The patient was given daptomycin and their implantable cardioverter-defibrillator (ICD) was removed. The patient had a chronic methicillin-resistant staphylococcus epidermidis (mrse) driveline infection that required chronic doxycycline.

Manufacturer narrative:
The onset of the patient's chronic driveline infection was covered under MFR report number: 2916596-2022-12600. Manufacturer's investigation conclusion: the pump remained in use until the patient expired (MFR # 2916596-2022-12192) . A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.